Event description:
It was reported by the customer that the device alarms for no apparent reason. System error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information was added to h10. The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device alarms for no apparent reason. System error. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device alarms for no apparent reason. System error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information: e2, e4, g1, g2, h6, h7, h9, h10 a review of the complaint history record in trackwise and sap was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 02/may/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.